Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and ventricular arrhythmias are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 2.25x23 mm xience prime stent was implanted in the distal circumflex coronary artery. The patient experienced heart palpitations, trembling, heaviness in the right shoulder, acid regurgitation and heart burn in (B)(6) 2016. On (B)(6) 2016 the patient was re-admitted to the hospital. The patient was treated with coronary angiography, stenting, postoperative drug treatment and medication. It is unknown what vessel was stented. The condition resolved and the patient was discharged from the hospital on (B)(6) 2016. There was no adverse patient sequela. No additional information was provided.